Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 ng/ml on a pt. I-stat results (ng/ml): on (B)(6) 2011 11:57 initial collection. On (B)(6) 2011 11:56 initial testing with result of <0.01. On (B)(6) 2011 13:34 90 minute collection. On (B)(6) 2011 13:34 90 testing with result of 0.12. No repeat testing performed on the I-stat. Lab result: <0.006 (centaur). The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.